Event description:
Per medwatch report mw5163360: it was reported that the blade broke at the mount. The procedure was completed successfully. No delay, no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: UDI is unknown as the part number was not reported. H6: a follow up report will be filed once the quality investigation is complete. H10: this event was reported via medwatch mw5163360

Manufacturer narrative:
D9: product not returned. Follow-up report submitted to document quality investigation results.

Event description:
No new information.